Event description:
On (B)(6) 2010, the pt reported the piston rod on his insulin infusion device is not properly working. He stated the issue began a few months ago and 2 days ago he switched to his backup infusion device as his primary device was not working. He said he tried changing the battery, but that did not resolve the issue. He stated he is using an alkaline battery that he does not believe is heavy duty. He was advised not to use heavy duty batteries. He said he has not changed the battery cover in a very long time. He was advised it should be changed with every 4th battery changes. The pt stated the piston rod makes a grinding noise when trying to return. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.